Event description:
It was reported that the caller encountered a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on performing a pump reset and assisted the caller through the process, successfully resolving the issue with the sensor session starting without any further errors.